Manufacturer narrative:
H10: two (2) actual devices were received for evaluation attached to a bag and vial of medication. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the devices with the returned bag/vial and no issues were noted. Additional testing was performed with an in-lab bag and vial and no issues were observed. The needles of the devices were measured and found to be conforming. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during reconstitution of cefuroxime and metronidazole with a vialmate adapter a leak occurred. The vialmate was correctly attached to the infusion bag of metronidazole and vial of cefuroxime and the vial of cefuroxime was correctly punctured by the vialmate. The vialmate however would not mix the contents of the metronidazole injection solution with the cefuroxime. It was stated that possibly the needle of the vialmate was too short or the rubber of the metronidazole infusion bag was much longer than usual. The product was hanged and the leak was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.